Event description:
The customer contact reported device delivered a dose without the bolus button on the bolus cord being pushed. The device was returned to the biomedical department with a signed note that stated, "machine is administering meds without being pushed by the patient." No specific patient info, pump programming, or event details were provided. During testing at the user facility, the device alarmed check cassette and did not deliver a dose when the bolus button on the bolus cord was pressed. Multiple unsuccessful attempts have been made to obtain add'l info including if there was any adverse patient effects or if medical intervention was required.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the mfg facility. A review of the pump history found there is no pump programming for the reported event date of (B)(6) 2013; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel.